Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the cns splash screen after a power outage and did not resume patient monitoring activities. Technical support (ts) had him try a hard reboot to bring it to a "monitor network disconnect" error message, which it did not do. Testing the hdds by rebooting the cns with various hdd placement configurations also did not resolve the issue. Ts advised that this device was end of life / end of service (eol / eos) and nothing else could be done. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/16/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the cns splash screen after a power outage and did not resume patient monitoring activities. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the cns splash screen after a power outage and did not resume patient monitoring activities. Technical support (ts) had him try a hard reboot to bring it to a "monitor network disconnect" error message, which it did not do. Testing the hdds by rebooting the cns with various hdd placement configurations also did not resolve the issue. Ts advised that this device was at its end of life (eol) / end of service (eos) and nothing else could be done. No patient harm was reported. Investigation summary: the device was not sent in for evaluation. Troubleshooting did not identify a definitive cause of the boot failure. During troubleshooting, reseating the hdds and alternate configurations did not resolve the issue. As such, the root cause could not be determined. This device was at its end-of-life. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck at the cns splash screen after a power outage and did not resume patient monitoring activities. No patient harm was reported.